Event description:
A female pt was injected to the glabella on (B)(6) 2015 was approximately 0.4cc belotero. No notice of any blanching was observed at the time of injection. The pt notified the injection nurse practitioner (np) by phone of erythema to the area and the np thought this was just a localized sensitivity reached to the belotero. The pt went to her general practitioner wh diagnosed her with an infection and prescribed an antibiotic and topical steroid. The pt then consulted with an independent plastic surgeon who diagnosed the pt with a vascular occlusion, stating that she felt it was superficial in nature and recommended localized wound care. (B)(4) and np discussed treatment modalities used by other hcps such as; good wound care and on ointment such as aquaphor. They also discussed aspirin therapy as an anticoagulant. Add'l info was requested and not rec'd.

Manufacturer narrative:
The device history records for the injected lot were not reviewed as the lot number was unk.